Event description:
The end user suffered a skin tear when removing the bandage and later was prescribing antibiotics.

Manufacturer narrative:
The end user suffered a scratch to her arm from a bush outside. She applied the adhesive bandage over the site and removed it the next day. Upon removal, she created a skin tear under one side of the adhesive. The care taken and the amount of force used to remove the adhesive bandage is not known. The skin tar became inflamed. Four days later, she sought medical attention and she was prescribed antibiotics. The doctor covered the scratch with a non-adhesive dressing and left the skin tear open to air. The end user stated that improvement was noted.